Manufacturer narrative:
The affected devices have been received; however, the investigation has not yet been completed. A follow up report will be submitted with investigation results when the investigation is complete.

Event description:
The customer reported a possible air bolus without an air-in-line alarm during a secondary infusion. The secondary bag of 0.9% sodium chloride with 20meq kcl and 8 meq magnesium, for a total of 1200ml, was intended to infuse at 600ml/hr. The infusion was initiated at 9:15 and the primary of 250ml of 0.9% sodium chloride was noted to be empty at 1030 with visible air in the line and approximately 700ml remaining in the secondary bag. The patient complained of dyspnea and was treated for presumed air bolus with repositioning to the left side, oxygen at 2 liters, a portable chest x-ray and an unspecified nebulizer treatment. The patient's oxygen saturation remained at 100% throughout the event and he was transferred to the ER for an extensive workup that included a CT scan, EKG, echo and mi profile. The patient was discharged approximately 6 hours later and has had no lasting effects.

Manufacturer narrative:
Concomitant products: 1000ml hospira bag, 0.9% sodium chloride injection usp, lot # 57-021-jt, exp. 01 sep 2017; 250ml hospira bag 0.9% sodium chloride injection usp,lot # 58-012-jt, exp. 01 oct 2017; therapy date (B)(6) 2016. The customer¿s report of air in line without an alarm was not confirmed. The pump module was received in overall good condition. No anomalies were observed with the primary set. The pcu event log showed that on (B)(6) 2016 at 9:18 am, the primary infusion was programmed to run at 600ml/hr with a vtbi of 1200ml, which were the parameters that were reportedly intended for the secondary infusion. Prior to starting the infusion, a yes response was selected to the guardrails warning ¿rate exceeds guardrails limit of 500ml/hr. Proceed?¿ the infusion ran for approximately 1 hour at this rate before alarming for patient side occlusion at 10:20 am; the door was then opened, the flo stop was opened, and the door was closed. At 10:24 am a secondary infusion was programmed at 500ml/hr with a vtbi of 1000ml . Again a yes response was selected to the warning that the rate exceeded the guardrails limit of 500ml/hr. One minute after the infusion was started the device alarmed for air in line. The door was opened, the flo stop was opened, the door was closed, and the infusion was restarted. At 10:30 am, the door was opened and the device alarmed for check IV set. The device was then channeled off and removed from the system. A volume of 620.685ml was recorded as being infused during this period for the primary infusion and 27.406ml was recorded for the secondary infusion. The customer¿s statement that the primary bag was observed to be empty while fluid remained in the secondary bag was replicated during testing and based on photos provided by the customer is believed to be due to concurrent flow from both containers, caused by a non-recommended infusion set up. The root cause of the reported air in line without alarm was not identified. The pcu event log showed an air in line alarm did occur and functional testing found the ail sensor to be operating within specification.